Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on 09/18/2009 that a customer had a reaction following use of our pre-filled syringe. Customer reports the patient experienced allergic reactions during use of either a pre-filled heparin syringe or a pre-filled saline syringe. The customer stated the patient was in the hospital over a two week period and the customer was not certain if the additional reactions occurred with the heparin pre-fill or saline pre-fill.